Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Noise was reproduced with provocative testing. The event was resolved by reprogramming the device. The patient was in stable condition.